Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma in the implantable pulse generator (ipg) pocket area. The pocket was drained. It was further reported that the patient developed an infection. The ipg system was explanted and will be replaced. No further patient complications have been reported as a result of this event.